Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 1.1 was failed and cubies were failed to detect on bus. The field service engineer (fse) had addressed an issue where cubies were not appearing on the bus. The fse powered down the station and reseated the row board connection on the drawer controller board. After powering the system back on, cubies were successfully detected on the bus. Functionality was verified via hardware test application (hta), and all issues were confirmed resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its cubies were not showed on bus. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its cubies were not showed on bus. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.